Event description:
The patient had bilateral breast surgery in 2003 and was reported to be doing well 3 days later. Three days later, the patient presented with an infection. Cultures taken showed no growth. Patient was continued on post-op antibiotics. Cultures were repeated 4 days later and grew gram positive cocci and gram negative rods. Post-operative antibiotics were continued. Patient was also prescribed topical ointment and dressing changes. Patient is reported to still have an open wound and continues treatment but is healing well, and a retention suture was placed to assist in approximation. Physician reports that the infection appears superficial. Physician opines that an inflammatory response to the suture occurred in the wound and that the wound area then became infected with skin flora.